Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic questioned why the right atrial (ra) lead was programmed to unipolar configuration. Review found that the ra lead had been initially programmed to bi-polar sensing configuration at implant. Technical services (ts) was consulted and noted that lead safety switch (lss) due to an out of range impedance measurement can cause sensing polarity changes. Further review of the data stored within the device found a signal artifact monitoring (sam) episode stored from the previous year. However, the full episode was not available due to the amount of time since storage. Ts discussed potential causes of sam episodes including out of range impedance measurements and the potential for erroneous sam episode due to atrial arrhythmias. It was noted that the patient has chronic atrial tachycardia (at) and atrial fibrillation (af). Currently the ra lead impedance measurements in unipolar were in the 400 ohm range and in 622 bi-polar configuration. Since the patient is 0% paced in the atrium, the physician reprogrammed the device to pace and sense in the ventricle only. The ra lead remains in service, and no adverse patient effects were reported.